Event description:
It was initially reported that a vns patient underwent generator and lead removal surgery due to unknown reason. Additional information was received from the explanting surgeon indicating the patient had the vns removed as the device was uncomfortable due to a recent loss in weight. Moreover, at the moment, it is unknown if the removal was done to preclude a serious injury.

Event description:
Operative notes stated that the incision was opened, and excessive scar tissue was removed. The generator with its lead and wire were exposed. The lead was pulled up into the field and then cut and retracted down into the soft tissues. The generator was then removed. Attempts for product return were unsuccessful. Attempts for additional information have been unsuccessful. On (B)(6) 2012, the physician stated that he had no additional information regarding the patient's explant and associated pain.

Event description:
The generator and lead were returned on (B)(4) 2013. In the pa lab, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. Analysis of the lead showed that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Abrasions were observed on the connector boot and outer silicone tubing, but these did not penetrate. Dried body fluids were observed inside the inner silicone tubes in some areas. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device.

Manufacturer narrative:
Describe event or problem, corrected information: previously submitted MDR inadvertently omitted information regarding the excised fibrosis and attempts for product return. This report is being submitted to correct this information.